Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the paging alarms were not heard on handheld pagers. No adverse event involving patient or user was reported.